Event description:
Account reported free flow from 2 stations immediately after a new transfer set was installed. The reporter learned that the account does not rotate rotors to seat the tubing. He advised user on the proper procedure for installation, having her turn all rotors to seat the tubing and to discard the final bag that was hanging at the time of the free flow. No pt involvement. Unit was not swapped out since the issue was resolved by telephone.